Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 42-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella 5.5 pump was inserted in normal fashion but was unable to advance beyond the subclavian during attempted delivery. After multiple unsuccessful attempts, the decision was made to abort the impella 5.5 implant and plans were made to insert an impella cp for patient support. There was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was due to patient condition.